Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 2 devices: fastener/mechanical problem identified.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. Evaluation results findings (components/results) 2 devices: appropriate term/code not available / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 2 malfunction events(s), where it was reported the devices experienced stirrups/calf support unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.